Event description:
It was reported that the patient developed a pericardial effusion of unknown cause. Computer assisted tomography scan and two echocardiography scans were performed and the findings were inconclusive. The leads were also inspected under fluoroscopy without conclusion. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645 implantable pacing lead, (B)(6) 2013; addr01 implantable pulse generator, (B)(6) 2013. (B)(4).